Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center it was observed grey foam filter was full of dirt/dust. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an alleged issue related to a CPAP device's sound abatement foam and that there was no report of patient harm or injury. After review, it was determined that the patient was rebreathing his own co2 and resulted in hospitalization and intubation.